Event description:
During the atrial fibrillation ablation procedure, it was noted that the handle of the sheath could not operate as expected. Upon checking, the connection part between the handle and sheath was separated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
This report also notes that based on additional information received from the rep, the location of the reported separation occurred outside of the patient making this event not reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.